Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics for 10 days (dose and frequency not reported). The patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.